Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers were ramping up when the customer attempted to enter their carbohydrates. Customer's blood glucose was 400 mg/dl. Customer will be treated with manual injection for their blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was unable to perform prime, excessive no delivery and occlusion test due to unresponsive up arrow button. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched lcd window. No frozen screens were noted.